Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion alarm issue was verified in the pump logs; however, no failure was identified. The cartridge was not returned. Additionally, the alleged temperature alarm issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Subsequently, the pump declared multiple temperature alarms. The pump was not exposed to abnormal temperature conditions. Customer's blood glucose was 200mg/dl. Reportedly the customer had an alternate pump for insulin therapy.